Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a reporter, during a video-assisted thoracoscopic surgery, while preparing to fire the device, the reload could not be fired. There was no patient injury.